Event description:
This pt was diagnosed with septic arthritis of the left knee. The pt was also diagnosed with celiac sprue and chronic diarrhea 24 hrs a day. On july 19, 1995, a culture report showed staphylococcus aureus which grew from the fluid taken from the knee. On july 21, 1995, the pt underwent an I&d of the knee, including removal of the pro osteon. A repeat I&d was performed on july 28, 1995 and the pt was placed on bactrim ds. The pt had poor hygiene and did not keep the wound clean, therefore, the wound became chronically infected. The pt was homeless and has a previous history of IV drug and alcohol abuse. Because of the celiac sprue and chronic diarrhea, the pt was advised to maintain a gluten-free diet, however, the pt was not compliant. The pt elected to have his leg amputated and this was performed on september 8, 1995.